Event description:
It was reported that when the device is turned on, it shuts off. Follow-up information received determined there was no patient involvement.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis found the device would not power up. The cause was the main pcb (printed circuit board). The battery release, battery drawer, lead flex cover, and ring cover were also contaminated.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.